Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-05423. It was reported that during an ipg replacement on (B)(6) 2021 (related manufacturer reference number 3006705815-2021-04609) the physician noticed that both leads had fractured. As a result, the leads were explanted and replaced to address the issue.